Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that implantable pulse generator (ipg) "told the device should be around 13 years and it shouldn't be saying 7.5 years" and "voltage was set very low to 0.5v and after 20 days of having the pacemaker implanted". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event. Patient said his previous device was "turned up to 3.5v" on an old lead and said that he was getting "pectoral stimulation" and the lead started having "noise on it" so that is why they replaced it. Patient states that he just received an "alarming" report after being sent from his mycarelink heart app. His voltage was set very low to .5v and after 20 days of having the pacemkaer implanted, his estimated battery life is 7.5 years, "it's have the projected battery life and I'm pacemaker dependent." " I also sent "go" on the app on january 16th and it didn't send until the 24th."